Event description:
While attempting to snap in the first insert, there was found to be "severe" toggle and looseness at the anterior tab. An attempt was made to snap in a second insert with the same results. A third implant was successfully implanted. There was no adverse consequence for the patient.

Manufacturer narrative:
H4: date of mfg. = 06/00/97 & 10/00/96. D6: the quantity reported was 2.summary of evaluation: the examination results, although inconclusive in the absence of the event baseplate, suggest that this event is related to tolerance variations and extremes.